Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11: the returned ultratome xl was analyzed, and a visual and microscopic evaluation found that the working length was kinked, and the cutting wire was found in good condition. No other problems with the device were noted. The reported event of cutting wire break was not confirmed. Upon analysis, it was found that the working length was kinked, and the cutting wire was found in good condition. Based on the condition of the device, the problem found could have been generated when energizing the sphincterotome prior to performing sphincterotomy. Energizing the cutting wire prior to use will cause premature cutting wire fatigue and will compromise the cutting wire's integrity the kinked working length could also be caused by operational factors, such as manipulating the device through difficult anatomy, the used technique for the device manipulation or by the interaction between the ultratome xl and the scope (hitting against a hard surface). Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an ultratome xl was attempted to be used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, as the device was advanced to the major papilla and the generator was activated for cutting to start papillotomy, the cutting wire of the ultratome xl broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note. It was reported that the device was energized prior to bowing. However, according to the instructions for use, the sphincterotome does not need to be energized prior to performing sphincterotomy. Energizing the cutting wire prior to use will cause premature cutting wire fatigue and will compromise the cutting wire integrity.

Event description:
It was reported to boston scientific corporation that an ultratome xl was attempted to be used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, as the device was advanced to the major papilla and the generator was activated for cutting to start papillotomy, the cutting wire of the ultratome xl broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note. It was reported that the device was energized prior to bowing. However, according to the instructions for use, the sphincterotome does not need to be energized prior to performing sphincterotomy. Energizing the cutting wire prior to use will cause premature cutting wire fatigue and will compromise the cutting wire integrity.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.